Manufacturer narrative:
The patient¿s weight was not provided. (B)(4). Approximate age of device ¿ 4 months. The pump remains in use supporting the patient. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that during an outpatient visit on (B)(6) 2017, there was drainage at the driveline exit site. The site was cultured and tested positive for staphylococcus aureus and the patient was started on oral keflex 500 mg. On (B)(6) 2017, during a follow-up visit, it was reported that the patient's driveline infection was chronic and the patient would remain on lifelong antibiotic suppression. No additional information was provided.